Event description:
It was reported the patient received seven inappropriate shocks. Oversensing was noted by the high number of v-v intervals and the impedance was between 750-1000 ohms. The lead was explanted and it was reported the addition of an lv lead was planned. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.